Manufacturer narrative:
D4: primary UDI number; unknown. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint could not be confirmed. The probable cause was unable to be determined.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an occlusion alarm was triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.